Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer changed the pump supplies to address the issue. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the altitude alarms, but no response was received.